Manufacturer narrative:
The blood pump pu valves; 15 ml in/out; ø 9 mm, s/n (B)(6) was placed on the patient on (B)(6) 2026 until the pump was exchanged on (B)(6) 2026. The event occurred on (B)(6) 2026, which is (26 days) after the pump was placed on the patient, who is being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pump. This pump was produced according to our specifications.

Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2026 to report that a patient experienced seizure activity and an ischemic cerebrovascular accident. The patient had a left parietal stroke complicated by acute symptomatic focal seizures on (B)(6) 2026. A head CT scan showed embolic stroke on (B)(6) 2026. The excor blood pump functioned as intended with complete fill and ejection. Deposits were noted in the pump.